Event description:
A surgeon reported approx 3 months following a glaucoma filtration shunt procedure, the shunt touched the iris. The shunt remains implanted and there was no harm reported to the pt. Add'l info is not expected.

Manufacturer narrative:
Eval summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. The product was released according to MFR's release criteria. There have been no similar complaints for the same lot. Add'l info is not expected. (B)(4).